Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and a crack opening. A leak test was performed and found two openings. A microscopic analysis identified: a curved cracked opening in the valve assessed as a cracked valve seat diaphragm valve, partial delamination of diapherm flange disk assessed as adhesive failure and a curved striated opening on the anterior side assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a crack opening on the valve assessed as a cracked valve seat diaphragm valvej and a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.